Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 14-year-old female child patient's infusion set's tubing was detached from the connector on (B)(6) 2023. The issue occurred with one infusion set used for 2.5-3 days. The blood glucose level of the patient was in 300s mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.